Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient was hospitalized due to peritonitis and "possible perforation" due to an endoscopic pegj placement. On (B)(6) 2022, the patient underwent surgery and an abdominal lavage. The patient received unknown IV antibiotics until (B)(6) 2022. It was reported that the patient went home following treatment.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the events was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Peritonitis and intestinal perforation are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.